Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, illness requiring steroids, peri-implantitis, pain, increased sensitivity, swelling, fistula.